Manufacturer narrative:
E.1 initial reporter facility name -(B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie did not open when the user attempted to issue out medication. A technical support specialist stated that the issue was resolved by returning it to the pharmacy to get the cubie replaced since the cubie did not open. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.